Event description:
A customer contacted global technical service (gts) reporting the caregiver (cg)requested assistance with ending therapy for non-medical reasons and while assisting with ending the therapy, the homechoice (hc) alarmed system error 2367. The tsr had the cg cycle power to the hc. The hc proceeded to press go to start. The tsr assisted as requested. The homechoice (hc) was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.